Manufacturer narrative:
The provider declined to provide additional information. No product or data logs were returned for evaluation. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. According to the thermage flx system user manual, burns are a known possible side effect of thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Due to the lack of information available, no causal factors can be determined, and no conclusions can be drawn. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no corrective action is necessary.

Event description:
A user facility reported that a patient was burned on the eyelids during a thermage flx treatment. Further event details were requested; however, the customer declined to supply any details.

Manufacturer narrative:
The investigation is ongoing.